Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery needs to be replaced to address the issue.